Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products; associated mdrs 1225714-2014-03488, 1225714-2014-03489, 1225714-2014-03490, 1225714-2014-03491, 1225714-2014-03492 and 1225714-2014-03493.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury on or about (B)(6) 2011, a cardiovascular event on (B)(6) 2013 and a cardiovascular event on (B)(6) 2013 and subsequently expired after the use of the product.